Manufacturer narrative:
The explanted lens was received with a pinched and bent haptic and with a torn optic. Therefore, no optical measurements could be performed. The condition of the returned lens is consistent with the lenses that have been explanted. The device history records were reviewed and there were no discrepancies or unusual findings, that relate to the reported issue. No further details were provided for the event. Based on current information, the root cause of the reported event can not be determined.

Event description:
It was reported that the surgeon explanted a crystalens iol due to patient complaint that she was bothered by it. Subsequently, the patient wa diagnosed with anisometropia. Additional information has been requested, but has not been received to date.